Manufacturer narrative:
Additional information received: no injury to patient. The broken parts retrieved from patient's mouth. No additional treatment required after event. Adding additional health effect- clinical code 4582. This is a follow up report to add this additional code. Adding additional health effect- impact code 2991. This is a follow up report to add this additional code.

Manufacturer narrative:
Summary: three k-files m-access 21mm 008 were returned in loose. The three files are bent in the active. One of the file is moreover untwisted in the active part (torque). No material defect was found during analysis of the damaged areas. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1781359. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a k-file m-access 21mm 008 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.